Manufacturer narrative:
(B)(4). In the event the device is received for evaluation or additional information is provided a follow-up report will be submitted. At this time, carefusion has not received the device from the customer. (B)(4).

Event description:
The customer stated that during patient use the unit alarmed motor fault and hardware fault. The patient was substituted to a different vent but the patient's spo2 was decreased. There is no other allegation of patient harm.

Manufacturer narrative:
Corrected information: device available for evaluation? Device evaluation: results of investigation: the carefusion failure analysis department received the suspect faulty motor driver for evaluation and was able to reproduce the reported event and isolated it to a bad transistor on the motor driver printed circuit board.